Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The reported beeping from the mobile view station (mvs) uninterruptible power supply (ups) was confirmed. The symptom persisted whether mvs is on, or shutdown whenever system is plugged into ac outlet. The ups would not sustain the mvs powered up for any period of time without connection to ac power. The mvs ups was replaced. System expected functionality was restored. The replaced ups has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) is beeping. It was reported that this is occurring even when the system is plugged into a functioning power outlet. The system power line light was reportedly illuminated, and the system is stored plugged in. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for analysis on 11 january 2017. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Testing found physical damage on the unit in that damages were found on a connector of the unit, however this did not effect the functionality of the unit. Testing was completed on 19 january 2017.